Manufacturer narrative:
The pump has not been returned to animas for evaluation. The pt stated that she replaced the battery at the time of the event, and continued to use the pump with no subsequent events. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pump had a low battery alarm and was found to be hot to the touch.